Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was experiencing severe headaches during her trial period. The patient went to emergency room where the leads were explanted. The patient was given a blood patch and is reportedly doing well. The physician does not believe that the headaches were device related because the patient was experiencing the headaches with the stimulation on and off.